Manufacturer narrative:
(B)(4). The device has been received by the manufacturer. The investigation of said device is still in progress at the time of this report. Upon completion of the investigation, this report will be updated.

Event description:
The complaint is reported as: the director of respiratory reported that the hand held nebulizer was bubbling but did not nebulize. No patient injury or harm reported.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no defects were observed. The sample was then functionally tested. The vertical test was performed with 5cc of saline water for 5 minutes. During the test it was observed that the unit produced a mist. Based on the investigation performed, there were no issues found with the returned sample. The device functioned as intended.

Event description:
The complaint is reported as: the director of respiratory reported that the hand held nebulizer was bubbling but did not nebulize. No patient injury or harm reported.